Event description:
Pt reported that, while trying to prime a bubble out of their infusion set, no insulin was observe dripping from the end of the infusion set tubing. Pt removed the insulin cartridge, from the device, and discovered that insulin had leaked inside of the device's cartridge chamber. Pt indicated that there was no apparent damage to the insulin cartridge. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received. At the time of the report, pt had already switched to their back-up device.